Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thick leaflets. The first clip delivery system (cds 10415r179) was advanced to the mitral valve, and the clip was deployed. A second clip was advanced to further reduce mr; however, during positioning of the second clip, mr increased to 3. It was then observed that the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure continued with the second clip, and the clip was placed lateral to stabilize the slda. It was not possible to the place a third clip (10316r122) medial of the slda due to inadequate height; and therefore, the third clip was re-positioned and deployed lateral to the second clip to further reduce mr. Three clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. Additional information received stating that on 15nov2024, the patient returned to the hospital due to shortness of breath. Echocardiography showed that two slda's were now present, causing mr to increase to a grade of 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning (anatomy) appears to be due to procedural conditions (insufficient height to pass clips). A cause for the slda could not be conclusively determined. The reported mitral regurgitation and dyspnea are cascading events of the slda. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.